Event description:
It was reported the sensing integrity count (sic) on the right ventricular (rv) lead indicated oversensing and non-sustained ventric ular tachycardia episodes which triggered a lead integrity alert (lia). A connection issue between the lead and implantable cardiac defibrillator (ICD) is suspected. The patient will continue to be monitored and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6947m62, implantable tachy lead, (B)(6) 2012. (B)(4).